Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured due to calcification. The procedure was completed with another of same device. There were no patient complications reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured due to calcification. The procedure was completed with another of same device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was contrast and blood present in the inflation lumen and balloon. The balloon was tightly folded and at the proximal end of the distal markerband there was a pinhole.